Manufacturer narrative:
One accumax 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification revealed that the tip was unused and not cracked. There was no damage along the body of the fiber and the fiber face within the sub miniature-a (sma) connector. The condition of the returned complaint device showed no evidence of the alleged issue which could have contributed to the event. Based on all gathered information, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 01, 2017 that an accumax 365 laser fiber was used during a laser lithotripsy procedure performed on january (B)(6) 27, 2017. According to the complainant, during preparation and upon inspection, a crack has been noted at the tip of the laser fiber. There was no damage noted on its packaging. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an accumax 365 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2017. According to the complainant, during preparation and upon inspection, a crack has been noted at the tip of the laser fiber. There was no damage noted on its packaging. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.